Manufacturer narrative:
(B)(4). Medwatch report uf/importer report number:4600010000-2022-8008.

Event description:
It was reported that there was "blood loss from the introducer sheath". Additional information was received via the medwatch report states the following: "blood loss from the introducer sheath (ultra 8 fiber-optic intra-aortic balloon catheter), clinical staff believes there is a one way valve that caused back bleeding. The intra-aortic balloon pump was working great, but the sheath was bleeding from the actual sheath not from around the insertion site".

Manufacturer narrative:
Qn# (B)(4). The reported complaint for sheath leaked is confirmed. The sample was returned for investigation. No serial number was reported. The serial number on the returned sample is gs10478. The lot number recorded on the complaint report matches the lot number on the returned original packaging box and for the returned sample. Returned for investigation was a 40cc 8.0fr fos intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number on the returned sample. The sample was returned in a cardboard box and was in a bio-hazard bag. Upon return, the distal end of the teflon sheath was at approximately 31.6cm from the iabc distal tip; liquid blood was noted within the sheath sidearm. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the returned iabc. Dried blood was also noted within the iabc cath-guard. No blood was noted within the helium pathway. Additionally, the fos yellow jacket cabling was noted cut. The remaining length of the fos yellow jacket cabling including blue fos connector and cal key were not returned with the sample. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with internal quality system document. The fos connection was unable to be tested due to the cut fos cabling. No visual fiber breaks were noted. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The teflon sheath sidearm was flushed using a 60cc lab-inventory syringe. The sheath immediately began leaking upon flushing the sidearm. The iabc was leak tested using the mdt-50 in accordance with testing methods from internal manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. The iabc was inserted in the t-tube with the teflon sheath and pressurized. The teflon sheath immediately began leaking upon pressurization. To further investigate, the teflon sheath was removed from the iabc with minimal force; no visual damage occurred to the iabc/sheath. Upon microscopic inspection, the sheath seal was found damaged, which caused the leak. The damage/leak site was consistent with an abnormal visual appearance of the sheath seal. Additionally, some damage was also noted on the internal side of the sheath hub cap. The cause of the damaged sheath seal/hub cap could not be determined. No damage was found to the sheath valve/body. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. In summary, the returned teflon sheath was noted with a leak from the sheath seal during functional testing. During inspection, the sheath seal and sheath cap were noted damaged. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged sheath seal/hub cap. The root cause of the complaint is undetermined. The complaint is considered isolated. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported that there was "blood loss from the introducer sheath". Additional information was received via the medwatch report states the following: "blood loss from the introducer sheath (ultra 8 fiber-optic intra-aortic balloon catheter), clinical staff believes there is a one way valve that caused back bleeding. The intra-aortic balloon pump was working great, but the sheath was bleeding from the actual sheath not from around the insertion site".